Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". Specific bg value was not provided. The customer changed infusion set and administered a manual injection of insulin to address the bg. Customer changed pump supplies to address the issue.